Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the device split and there was damage to the groin vessel. The isleeve split during insertion. The physician went ahead with the procedure. The patient's blood pressure became unstable after implantation of the valve which was described as being in a good position. The isleeve was removed and the physician checked the groin. Full damage of the groin vessel with major bleeding was observed. Stenting of the damage was performed, and the patient received a blood transfusion. The patient's condition is noted as fine. This product is only ous approved but it is similar to an approved us device.